Event description:
The customer reported to olympus, that the video system center had an output problem on the digital visual interface signal and does not work properly on the trolley of the olympus monitor. The issue occurred during an unknown procedure at preparation for use, and there was no delay in the procedure. The procedure was completed successfully with the same type of device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a malfunction of the printed circuit board; that must be replaced to function correctly, however it was indicated there were no traces of visual damage. In addition to the reportable b5 findings, the following was also found: an output connector front video socket failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.